Event description:
Alleged the brakes would not stay locked on the bed.

Manufacturer narrative:
The hill-rom technician found the cam pivot was broken, causing the brakes not to stay locked. The cam pivot was replaced to repair the bed.